Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. There was blood and body tissue/fibrotic growth on the distal electrode and blood on the sleevehead also. The helix was bent and visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead helix initially deployed without difficulty, but after the physician elected to move the lead to another position, the helix would not extend. After removal and on the table, the helix would still not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.